Event description:
(B)(6)-2018: medical records received. After review of the medical records for MDR reportability, revision operative note indicated pain, metallosis, possible infection, and cup loosening. The stem was noted to be well fixed. Progress note from (B)(6)-2018 confirmed infection-patient will have a PICC placed for treatment. The head and liner are being added to the complaint. Medical history provided. Pc will be updated with the information provided.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Subject: (B)(6). Clinical adverse event received for acetabular component loosening, failure to ingrow. Event is serious. Event is related to both device and procedure. Doi: (B)(6) 2016, doe: (B)(6) 2018, dor: (B)(6) 2018, (left hip).